Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, indicating that the cause of the unexpected setting being at 0.0 ma is unknown, and whether it was related to device, therapy, procedure, or use error is also unknown. This issue has not been resolved. The cause of needing to recharge more frequently was determined to be an interleaving bipolar configuration with high output. The rep clarified that the frequent charging is associated with the left chest implant model, while the 0.0 ma setting issue is associated with the right chest implant model; the physician is not aware of these issues. The representative was asked to perform an impedance check to confirm that frequent charging was not caused by an impedance issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient called complaining that his implant was having to be recharged frequently. More than they had expected. I visited patient and upon interrogation I found that I was interrogating their implant that was implanted on their right chest event though I was over his left chest device. When I looked at the battery it says it was at 98%. I opened up stimulation tab and saw that his settings were at 0 ma. I explained to him that the device was technically off. He had said he has felt this way since he last saw hcp for his last programming. Turned stimulation back up to low amplitude.